Event description:
Status post bilateral subglandular inframammary "salines" for augmentation (had involutional atrophy and post-nursing ptosis). Pt complains of hardness and pain on left for 3 yrs. It has gotten lumpy on top, pain severe. Adenopathy, fatigue, drenching, night sweats, hair loss and sensitivity to sun. Denies change in size or history of trauma. Pt otherwise healthy.